Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery with no tortuosity and no calcification. A 4.0 x 20 mm nc trek balloon catheter was advanced to the target lesion. The balloon catheter became stuck with the guiding catheter during removal, and therefore both devices were removed as a single unit. Reportedly, the tip of the guiding catheter had a deformed tip and became caught on the balloon during removal. The procedure was successfully completed using an unspecified balance middle weight guide wire and a 4.0 x 15 mm nc trek balloon catheter. No additional information was provided.